Manufacturer narrative:
Reliability analysis inspected 8 opened/used infusion sets and performed hand prime using a new lab reservoir and found 6 of 8 occluded at p-caps connection section; 2 remaining occluded at qr connection needle site.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 158 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised to return the infusion set.